Event description:
This report is the result of a customer contacting baxter. The customer reported the product was leaking and that the hole was in the side seam

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and the report confirmed. A review of the batch file was found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.